Event description:
Rn reports an internal dialyzer leak, while pt was undergoing treatment. Blood in dialysate alarmed, dialysis stopped, and extracorporeal system of blood discarded, ebl 200 ml. There was no pt injury or medical intervention required. Dialyzer was rep-processed, first use. Sample discarded on day of event. MDR filed based on blood loss.